Manufacturer narrative:
A medtronic representative, following up with the site, reported that the system was plugged in when the system shut down. As previously reported the suspect batteries were discarded by the site.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 03/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Four replacement lead acid 24v 34w batteries shipped to site 03/10/2016. Suspect batteries discarded by the site - not returned for analysis. No further issues have been reported.

Event description:
A site representative, electromedicine department, reported that, while performing a navigation system planned maintenance (pm), the computer suddenly turns off. No further details regarding the issue, or where in the pm testing it occurred, were provided. There was no patient present when this issue was identified.